Event description:
It was reported that it took over 30 turns to extend the helix of the ventricular lead, and the atrial lead "was free and was not working". The patient also had cardiac tamponade. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor distorted; full lead returned and analyzed. It was noted that the is-1 pin had been excessively rotated to retract the helix and became distorted, resulting in the helix not functioning. No anomalies found; full lead returned and analyzed.